Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, during guide catheter insertion, the stent was damaged. There were no known patient complications reported.

Manufacturer narrative:
Device is a combination product. B3 - date of event: used the first date of the month (01jun2020) of the aware date as no event date was provided. Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found the stent damaged with stent strut rows from the proximal to mid stent region lifted and bunched distally in the middle region of the stent. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon body was exposed in the proximal to middle balloon region with crimp markings visible on the balloon body. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month ((B)(6) 2020) of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy drug-eluting stent was selected for use. However, during guide catheter insertion, the stent was damaged. There were no known patient complications reported.